Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the silicone insulation sleeve came off the device while working inside the pt. The piece was retrieved. There was no pt injury.